Event description:
The customer reported a failure to alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported a failure to alarm when the ibp dropped below the alarm limits. No pt harm was reported. The limited available info does not indicate whether or not there was an inop or how the alarming was configured and how long the low pressure lasted, so the info is not sufficient to support that there was any malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.